Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device code corrected from "no health consequences or impact " to "no patient involvement." Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID: # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
Related to (B)(4). The hospital reported that 7mm extended length endoscope s/n 829108 used for an endoscopic vein harvesting procedure were not working due to a blurry lense issue. No patient involved because they are doing pre check before starting the procedure.